Event description:
Customer reported that the cupola detached from the spring arm while surgeon was moving the light towards the surgical field. The cupola was retained by its cables. There was no injuries to pt or operating room personnel. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) evaluated the device. He found that the metal structure of the ondal acrobat 2000 double fork spring arm had broken at the junction with the cupola. The fst replaced the spring arm with a new one and verified the similar devices in the facility. Maquet inc. Submits this report on behalf of the device mfg facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.